Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to the customer¿s blood glucose. The customer declined troubleshooting with tandem technical support no additional patient or event information was provided by the customer.